Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient's leadless pacemaker could not be released from the delivery catheter. After removing the device from the patient's body, it was noted that the helix had sprung. The device was not used, and a new one was implanted. The patient condition was stable.